Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a performance decrement.

Manufacturer narrative:
This report is filed july 9, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.